Event description:
While giving an injection to the patient using the suspect medical device, the needle broke at the hub and remained in patient's mouth. Dentist was unable to remove the needle, and the patient was taken to the hospital to have the needle surgically removed.